Event description:
It was reported that (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported by the representative that the scrub technician attached a lcsc5 to the handpiece. When the surgeon activated the blade the generator gave a solid tone. The scrub tech retorqued the blade onto the handpiece and the same solid tone was heard upon activation. Before a new blade was opened the scrub technician put a test tip on the handpiece and, once activated, a solid tone was heard. The nurse made sure all connections to the generator were correct. Another handpiece was opened and when the lcsc5 was attached to this luke handpiece and activated. The familiar intermitent beeps were heard. There was extended operating room time by fifteen minutes.